Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. Further information received from the customer, indicates that they do not use greiner tubes. A misunderstanding occurred when the customer was looking for possible alternate tubes as they were having trouble acquiring their primary tubes from competitor. Therefore, the complaint is closed as not justified.

Event description:
Customer states tubes do not work with their decapper (frontend automation is siemens aptio). Tubes do not spin down well and tend to aspirate and clog the probes sometimes.